Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an error code 800.8000 was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had shown error code 800.8000 during a battery conditioning test. The customer tried shutting down the device twice however the unit alarmed for system error. There was no patient involvement.